Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 3984396 - 02-010-03-0340 - logic cr femoral cem, right, sz 4. 4133915 - 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t. 3856153 - 02-012-49-4011 - logic cr tib insert slope++, sz 4, 11mm. 4154482 - 200-02-35 - three peg patella 35mm.

Event description:
It was reported that this 76 y/o male patient's right knee was revised. The patient returned to the surgeons office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled poly implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs full revision. The patient had revision surgery on (B)(6) 2023. The patient underwent a poly insert swap and patella implant swap. Patient was last known to be in stable condition following the event. Product not returning - implants were sent to the lab and legal at the hospital. Unable to obtain x-rays.

Manufacturer narrative:
Correction: upon investigation this has been discovered to be a duplicate case, all new/additional information will be appropriately processed and reported under MFR# 1038671-2023-02354.